Manufacturer narrative:
Weight and ethnicity: unknown/no information. If implanted; give date: not applicable. The iol was removed/replaced in the initial surgery. If explanted; give date: not applicable as the iol was removed within the same procedure. Reporter email address: unknown/no information. Manufacturer phone number: (B)(4). Device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that the intraocular lens (iol) was partially inserted in the patient¿s left eye but the iol was torn. The partially inserted lens was removed and replaced within the same procedure and replaced with a backup iol of the same model and diopter. The outcome does not significantly interfere with activities of daily life. Reportedly, the patient has recovered. It was confirmed that the product was discarded. No more information is available.